Manufacturer narrative:
The complaint investigation is in progress and any additional information or conclusions of the investigation will be submitted in a MDR supplemental report.

Event description:
During a procedure on (B)(6) 2023, it was reported that a 6.0 x 150mm biomimics 3d (bm3d) stent partially deployed. A 6 french (6f) up and over long terumo destination sheath was used with the device to treat an acute, soft lesion 10cm in length. The lesion was not heavily calcified. The first stent used was a 5.0 x 60mm stent which was implanted successfully in the distal superficial femoral artery (sfa). During the deployment of the 6.0 x 150mm bm3d stent, the physician reported there was the usual stiffness, and the stent was deployed by 3cm. The deployment of the stent became much stiffer after this, and the remainder of the stent could not be deployed. The physician attempted to try to get the stent to deploy but this resulted in the catheter becoming detached from the hub. The physician implemented a bail out and advanced the sheath over the stent to capture and retrieve it which was successful. The stent deployed outside of the patient, but the physician was able to retrieve the remaining stent. There was no harm to the patient. The terumo destination sheath showed no signs of kinking that suggested any unexpected interaction of the delivery system with it during use.

Event description:
During a procedure on (B)(6) 2023, it was reported that a 5.0 x 60mm biomimics 3d stent (bm3d) and 6.0 x 150mm biomimics 3d (bm3d) stent were used to treat an acute, soft lesion 10cm in length of the proximal to distal section of the superficial femoral artery (sfa) and the 6.0 x 150mm stent partially deployed. A 6 french (6f) up and over long terumo destination sheath was used with the devices. The lesion was not heavily calcified. There was minimal narrowing of the vessel lumen. There was no target vessel preparation prior to use of the bm3d devices. The first stent used was the 5.0 x 60mm stent which was implanted successfully in the distal superficial femoral artery (sfa). During the deployment of the 6.0 x 150mm bm3d stent to treat the proximal to mid-section of the sfa, the device was flushed as per the instructions for use (IFU). There was no resistance reported during advancement of the device to the target site. The physician reported there was the usual stiffness and continued to deploy the stent. The stent was deployed by 30mm (3cm) before the resistance became more significant. The deployment of the stent became much stiffer after this, and an additional 90mm (9cm) was deployed. The physician was unable to deploy the remainder of the stent. The physician attempted to try to get the stent to deploy but this resulted in the bond failure of the bifurcation hub to outer braid bond. The physician tried to use the outer braid of the device delivery system to recapture the stent but when this failed, they implemented a bail out and advanced the terumo destination access sheath over the stent to capture and retrieve it. The physician was able to capture 90mm of the stent. On removal of the delivery system, the partially deployed stent fractured and the exposed portion of the stent separated and remained in the vessel. The physician was able to retrieve the fractured portion of the stent. There was no harm to the patient. The terumo destination sheath showed no signs of kinking that suggested any unexpected interaction of the delivery system with it during use.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The device was returned for evaluation. Initial observations noted that the device had been returned with the stent fully deployed. The outer braid of the device was still retracted away from the distal tip. The bifurcation hub to outer braid bond had separated, as per the reported information. There was a notable cast which caused the device to curl up. A kink was noted in the proximal outer braid of the delivery system. This coincided with the end of the stiff support shaft that is part of the inner sub assembly and the kink is believed to be a result of the manner in which the device was packaged for return. There was slight damage noted to the distal end of the outer braid and radiopaque marker. The nature of the damage along with fact that both the distal end of the outer braid and its radiopaque marker were damaged suggests that it occurred during the attempted re-sheathing as per the reported information. There was no damage to the device's tip observed. The returned stent was examined under the microscope, it possessed multiple stent strut fractures and a full separation of crowns, as well as stretching of the distal most crowns, suggesting the stent was subjected to a tensile force. As the reported information indicated that an attempt had been made to recapture the stent, and that it had been pulled back to remove the device entirely from the patient. The condition of the returned stent aligns with the initially reported information. The length of the outer braid was measured and was outside the specification length for this device. This indicated that the outer braid had elongated and was likely subjected to significant tensile force. The bonds were checked by applying slight pressure and all bonds were intact except for the outer braid to bifurcation hub bond which had separated during the procedure. The presence of sanding marks on the proximal end of the outer braid and residual glue present in the bifurcation hub port as well as on the inside surface that retains the outer braid indicated that the manufacturing steps were performed as intended. The lot passed the in-process monitoring tests and was considered manufactured as intended. It was known from the device evaluation that the bifurcation hub to outer braid bond had separated and the outer braid elongated during the procedure. These suggest that a significantly high deployment force was present. It was noted that there was resistance experienced upon initiation of the deployment. The physician continued their attempt with the deployment. The IFU states: "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead, carefully withdraw the sds without deploying the stent." The stent fracture occurred as a result of the partial deployment upon removal of the delivery system. There was no vessel preparation in this case prior to use of the bm3d stent. Difficult anatomical conditions including conditions of the diseased vessel can lead to friction which leads to increased deployment forces. The condition of the target site in this case was described as having soft calcification, with minimal narrowing of the vessel lumen. Therefore, the presence of calcification in the target site alongside the inadequate vessel preparation performed in the procedure is the most likely cause of the resistance noted during deployment, which in turn resulted in the partial deployment. The angiographic images were not made available. The physician attempted to recapture the bm3d stent that was partially deployed following bond failure of the delivery system. As per the IFU, "the stent delivery system is not intended for repositioning or recapturing of the stent." The complaint was categorised as a "partial deployment" with a cause category "user" assigned. The complaint was not related to a deficiency of the device.